Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr).technical services (ts) discussed medication with clinician, and recommended electro physiologist (ep) consult for next steps. This product remains in-service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.